Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The field b5 incident description has been updated with the additional information and field b2 outcomes attrib to adv event has been corrected

Event description:
It was reported that holmium laser enucleation of the prostate (holep) procedure, the fiber broke when firing the physician got burn in the palm of the right-hand and was treated with standard care for burns. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
The field b5 incident description has been updated with the additional information and field b2 outcomes attrib to adv event has been corrected.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the fiber broke when firing and the physician was burned in the palm of his right hand. The physician's burn was treated with standard care for burns. The fiber and the debris shield were replaced, and the procedure was completed. There were no patient complications reported.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure the fiber broke when firing, and the physician was burned. The physician's burn was treated with standard care for burns. The fiber was replaced, and the procedure was completed. There were no patient complications reported.